Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However after deployment, the clip opened more than 30 degrees. It was noted that the posterior leaflet slightly moved. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported partial clip movement appears to be a cascading effect of the clip open while locked. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.